Event description:
The customer reported to corporate product surveillance regarding the interlink catheter extension set in which a leak occurred at the luer connection of the extension and the catheter on (B)(6) 2011. The patient had received a successful 1/2 cc saline injection from an unknown prefilled saline syringe, and after an unknown amount of time the patient went back for a second scheduled injection. When the second injection was being injected, the luer connected was noticed to be leaking. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the customer returned the actual sample for evaluation. The sample was received used, containing solution, and was connected to an unknown cannula. The sample was visually and functionally tested and the reported condition was not confirmed. The returned sample passed visual inspection and a pressure test at 8psi. A batch review could not be performed as the lot number is unknown and no assignable root cause could be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.